Event description:
Elevated troponin I results were obtained on a patient's samples. The results were reported to the physician. The patient was admitted for observation based on the elevated troponin I results. New patient samples were tested on subsequent days and were deemed by the physician as inconsistent with the patient clinical presentation. It is unknown if patient treatment was altered as a result of the questioned elevated troponin I results. There was no report of adverse health consequences as a result of the elevated troponin I results or hospitalization.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the most likely cause for the discordant elevated troponin I results (relative to clinical presentation) is heterophilic antibody binding. The presence of heterophilic antibodies is consistent with the repeatable results obtained on testing of sequential samples. The discordant results were elevated on two different dimension vista instruments at the facility. No samples were made available for testing in the siemens healthcare technical service laboratory so the presence of heterophilic antibody binding can neither be excluded nor confirmed. The instructions for use for the cardiac troponin I flex® reagent cartridge contains the following information: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution." The instrument is performing within specifications. No further evaluation of the device is required.